Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-2324bcsp swivelock eyelet was twisting and tightening the sutures after implantation. This was discovered during an rcr procedure on (B)(6) 023. The sutures from the medial row anchors were loaded into the eyelet of the self-punching swivelock. The swivelock was gently malted into the bone until the anchor body was against the bone. When the surgeon began twisting the inserter to advance the anchor, the medial row sutures were pulled tighter and tighter. The surgeon backed off for a moment and tried again, but the same thing occurred. It seemed like the eyelet holding the sutures was rotating with the inserter. Another ar-2324bcsp swivelock was attempted to be used, but the same thing happened. The case was completed using two standard swivelock.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.